Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
During a peritoneal dialysis patient call regarding drain issues, the patient reported being hospitalized due to peritonitis. The peritoneal dialysis (pd) nurse confirmed that the patient was hospitalized for peritonitis, however could not confirm the hospital admission date. The pd nurse reported that the patient was treated with unknown antibiotics. The pd nurse also stated that the culture results showed no growth initially and did not have updated results of the culture or white blood cell count. The patient has been on peritoneal dialysis since (B)(6) 2016. The pd nurse stated that the possibly cause of the peritonitis was a breach in aseptic technique. The medical records were not available for review.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant's evaluation.

Event description:
A peritoneal dialysis (pd) patient reported she was in the hospital with peritonitis and was having drain complications. During follow up the patient's pd nurse (pdrn) confirmed the patient was still in the hospital for peritonitis , he was not aware of the admission date as such the date of admission is unknown. Pdrn confirmed that the patient was being treated with antibiotics specifics unknown. A culture was performed which showed no growth initially, but he has no further updates from the hospital, and was not aware of the white blood cell count. Per pdrn the source of contamination was possibly breach in aseptic technique.